Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit shut down with the monitor screen displaying an amo logo. Through follow up, the surgery center indicated at the time of event, the procedure could not be completed with the same system. The incision had been made and the viscous was pulled out with a syringe. Therefore, the procedure was completely manually. The surgery center indicated the procedure was prolonged for an additional 10 minutes to complete the case. The surgery center rescheduled the remaining three cases for that day. The procedure was completely successfully. No patient injury reported.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to duplicate the reported issue. The fss replaced the hard drive. The fss performed a field service checklist and calibration. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.